Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they were not having any improvement with their previous implant (B)(6) implanted on (B)(6) 2022. The patient stated that their particular implant never helped their incontinence. The patient also mentioned that at some point they considered that their symptoms where worse than before. The patient was implanted with a newer version of the implant (B)(6) which they expected to produce better results. Agent reviewed therapy expectations. The patient reported having issues in the past with their previous implant (B)(6) implanted on (B)(6) 2022) when it came the need to communicate with implant for medical tests such as cat scans and mris leading to someone from manufacturer to be present. The patient stated that their healthcare provider (hcp) advised them to get their current implant (B)(6) to cover that issue. The patient mentioned that they might have their follow up appointment on friday.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.